Manufacturer narrative:
Conditions such as very deep anterior chamber and large lens are considered as a contraindication for laser assisted cataract procedures. There were no technical services requested or performed related to the reported event. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event can be attributed to use error. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical services manager reported after a completed laser assisted cataract treatment on a patient with very deep anterior chamber, and very large lens, a posterior capsular tear was seen. Reporter indicated nothing abnormal was noticed during the treatment. During phacoemulsification portion of the treatment at approximately one-third of the way down, a bubble was noticed below the posterior capsule. Remaining nucleus was removed with caution and no vitreous was present.